Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter remote was powering off during use. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated, the alleged issue began at approximately 2:30pm. The patient reportedly manages her diabetes using insulin pump therapy. The patient claimed she was feeling "shaky" immediately before the issue first began. It is unknown what action the patient took in response to the alleged issue, however, the patient denied receiving any form of medical treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The meter's batteries did not need to be replaced at that time, based on the ping meter's specifications. However, the issue remained unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because, the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 (11/15/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter was tested and the primary complaint was not confirmed. However, the secondary issue was noted where the meter¿s casing was found to have paint damage. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.